Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg in the same ipg pocket to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.